Event description:
An endurant stent graft was implanted in a patient for the endovascular repair of a 6.8 cm fusiform aneurysm approximately two years and two months ago. The infrarenal neck angle was 16 degrees. The aortic neck was 19mm in diameter and 27 mm long. Right iliac was 18-19 mm in diameter, mildly tortuous and stenosed 15%; the left iliac was 12 mm in diameter, severely tortuous and stenosed 20%. There was a left iliac aneurysm 2.9 cm in diameter x 6 cm long. The main device was deployed up the left side. A pre-implant lumbar iia embolization was performed one day pre-operative. A technical observation of stent graft occlusion of the left iliac limb was observed by ultrasound three months post operatively, and this did not result in a new clinical event. Furthermore; the patient was found to have an occlusion of the left limb of the stent graft. Decision at this time was to continue to monitor. After further follow up the decision was made to perform a crossover graft to successfully treat the claudication. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4) inherent risk of procedure (occlusion) patient's condition affected effectiveness of device (severely tortuous left iliac artery), device failure/lack of effectiveness related to patient condition (severely tortuous left iliac artery).